Event description:
As reported by pt to the FDA (voluntary report # (B)(4)): "I had a navilyst pasv implantable port that had been placed on (B)(6) 2009. On (B)(6) 2010, I was having an MRI. When the rn started to push the dye by hand into the port, I heard and felt a pop in my chest. I told the rn that something was not right and he stopped pushing the dye. I started having pain in my shoulder and chest. He then went to the dr on call and told him what happened and he sent me to have an ultrasound. After the ultrasound was finished, the dr then informed that about 4" of the catheter tip had broke off and had radiated to my heart. I was then admitted to the hospital. They talked to a dr who performs heart caths and he said he thought he could get it by going through my leg. A cardiac surgeon was on stand-by in case he could not retrieve it this way. He spent over 2 hours trying to get the catheter tip and finally retrieved it. I spent the night in the hospital to be monitored for irregular heart beats."

Manufacturer narrative:
Navilyst medical's investigation into this event is on-going and will include evaluation of the device manufacturing records. Contact with the complaint reporter will be attempted and efforts made to have the device returned for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).